Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during a maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image due to flat cable was loose. Additionally, image interference cause due to deformed up board interface. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.